Event description:
Event description boston scientific received information from the patient with this cardiac resynchronization therapy defibrillator (crt-d) that he was released from the hospital two days after the implant procedure. Two days later, the patient was seen in the emergency room in a weak condition, with a heart rate of 30 beats per minute. Further surgery and cardioversions were required.